Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a foley catheter could not be removed because the balloon could not be deflated. The catheter was subsequently removed by inserting a spinal guidewire to deflate the balloon. The number of patients on which the device failure occurred, the number of catheters actually used, and outcomes of each device failure are unknown at this time.

Manufacturer narrative:
Additional information received: no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 13, 2015. (B)(4).